Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. (B)(4). The pump was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that approximately 1 week following implant, the estimated pump flows would drop when the patient would sit up. The patient had to be placed at a 30 degree angle. X-rays suggested a potential pump malposition or migration. On (B)(6) 2015, the patient was diagnosed with a small bowel obstruction and an exploratory laparotomy was performed on (B)(6) 2015. On (B)(6) 2015, there was concern for hemolysis and possible pump thrombosis as the patient's lactate dehydrogenase levels continually rose. On (B)(6) 2015, there were huge fluctuations in pump powers and estimated flows. Additionally, whenever the patient stood or walked, the patient would go into polymorphic ventricular tachycardia or ventricular fibrillation requiring medical interventions. It was reported that the doctors believed that the heart had already remodeled too much post-implant and the left ventricle shift was not compatible with this lvad because the inflow conduit was no longer a good fit for the patient. On (B)(6) 2015 the lvad was replaced with another manufacturer's device. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that the varying values of the estimated flow rate between 3-12 lpm were first observed on (B)(6) 2015. In addition, right heart catheterization on (B)(6) 2015 showed reduced pao2 saturation and poor cardiac output. Device evaluation: the evaluation of the returned device revealed depositions on the inlet and outlet stators. The distal side of the inlet stator and rotor bearing ball revealed a pink, tissue-like deposition. Although the duration of its presence in the pump could not be conclusively determined, the laminated layering of the deposition and it areas of slight denaturation adjacent to the bearing ball indicate that it had likely developed over an undetermined period of time while the pump was in operation. The outlet stator revealed a white, soft deposition. The specific origins of the deposition and the duration of its presence in the pump could not be conclusively determined; however, the deposition was loosely seated and there was no evidence of lamination, denaturing, or contact marks on the rotor to indicate that it was present in the pump while the pump was operating. Although a specific root cause for the observed depositions could not be conclusively determined, they were partially obstructing the blood flow path and could have contributed to the reported reductions in the estimated flow rate, elevations in pump power, elevation in the patient¿s lactate dehydrogenase level, symptoms of hemolysis, and symptoms of thrombus. In addition, a possible inflow conduit misalignment was confirmed based on the manufacturer¿s evaluation of the submitted the x-ray images and a minor distortion in the inflow graft was also observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the varying values of the estimated flow rate between 3-12 lpm were first observed on (B)(6) 2015. In addition, right heart catheterization on (B)(6) 2015 showed reduced pao2 saturation and poor cardiac output.